Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately three (3) seconds at 13:49 pm on (B)(6) 2017, which is not sufficient time to replace the reagent; and the properties of the corresponding reagent station were reset at 13:49 pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 10 prior to this action were: ethanol concentration=77.8%, cycles=42, cassettes=1740, days=21. A user affirmed in the instrument software that the default concentration of 100% was to be set at 13:49 pm on (B)(6) 2017. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. A total of twelve protocols were executed between 08:56 am on (B)(6) 2017 and 13:18 pm on (B)(6) 2017 in which the reagent in bottle 10 (ethanol) was used for the final dehydration step in six (6) protocols, which completed either 18, 20, 21, and (B)(6) 2017. Although the user affirmed in the instrument software that the reagent concentration in bottle 10 (ethanol) was to be set to the default value of 100% at 13:49 pm on (B)(6) 2017, the actual concentration of the reagent in bottle 10 (ethanol) remained unchanged at 77.8%, because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the protocols completed between (B)(6) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 13:49 pm on (B)(6) 2017. The facts suggest that manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding "poor processing" of tissue samples. The complainant advised that the instrument is "not processing tissue appropriately. Tissue is soft and brittle"; the instrument had not been used since completion of a protocol in the afternoon of (B)(6) 2017; the affected tissue samples were likely derived from a 6 hour xylene protocol for "big" tissue and the "issue was reported by pathologists about a week ago that something was not as good as it should be, gradually building to friday's run". On 27 september 2017, a leica applications specialist-core histology (fss) provided telephone support to the laboratory in association with this complaint. Based on review of information recorded in the instrument logs, which had been retrieved by a leica field service engineer, the fss advised that all reagents on the instrument be replaced and a verification processing run be completed to ensure that the quality of tissue processing is satisfactory prior to returning the instrument to routine clinical use. On 29 september 2017, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing complaint were diagnosable.